Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Surgeon noticed metallic tissue that was black in nature. There were some signs of trunnionosis on the undersurface of the femoral head when it was removed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised 12 years post-implantation due to metallosis, pain, adverse reactions to metal ions. Black metallic tissues were found. Trunnionosis on the undersurface of the femoral head was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and evaluation of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A m2a-38 cup non flared sz 62mm, part # 15-106062 from lot 814010, was returned and evaluated against the complaint. Visual inspection found left over bone cement and debris affixed to the porous coating. The rim and inner radius are scratched and scuffed consistent with a metal on metal construct. The finish of the inner radius has become worn and dull. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: taperloc por lat fmrl 15x150 lot#576250 item#11-103208, m2a 38mm mod hd +3mm nk lot#315050 item#11-173663. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-10151.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip procedure. Subsequently, the patient was revised due to pain and was forced to undergo a costly and painful revision surgery to replace his metal on metal hip device. Attempts have been made and additional information on the reported event is unavailable.